Manufacturer narrative:
Isi has not yet received the part for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, a mcs tip cover accessory installed on a mcs instrument became detached and fell inside the patient. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that the tip cover accessory installed on a monopolar curved scissors (mcs) instrument became detached and fell inside the patient during several (amount not specified) da vinci-assisted procedures. The tip cover was retrieved during the same procedure. The procedures were completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.